Event description:
It was reported that there was no capture on a patients left ventricular (lv) lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: model: 694765, right ventricular (rv) lead; implant: 2004-(B)(6), model: 5076-52, implantable pacing lead; implant: 2004-(B)(6).